Event description:
Per importer's MDR: MDR decision date: (B)(6) 2012. (B)(6) 2012-(B)(6) - no serious injury alleged malfunction alleged. Dealer states that one of the back grommets has ripped through the back upholstery. MDR filed.